Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 37 mg/dl. The customer was admitted to the hospital. The customer was experiencing irregular blood glucose level these last few weeks. The customer was advised to call back if they would like to attempt any additional troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.